Manufacturer narrative:
An event regarding tibial loosening involving a triathlon stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as medical records were not provided. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
As reported: "patient's left tibial component was revised due to loosening¿all tibial components [12x50 stem, size 3 universal baseplate, two augments, 3x16 ts insert]¿were explanted and revised to triathlon ts. Tibial side as a whole was loosened, no specific implant(s) cited".